Event description:
A healthcare professional reported rupture and capsular contracture (baker grade IV). This record relates to the right side. The device has been explanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV

Manufacturer narrative:
This emdr report is a duplicate. The correct emdr report has been sent under emdr-25595. All information will be reported under MFR report # 9617229-2024-05918. Information will no longer be sent under MFR report # 9617229-2024-05724, as this is the duplicate report.

Event description:
This emdr record is a duplicate. It is no longer reportable to the FDA. The operating MFR report # is 9617229-2024-05918.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/apr/2024.

Event description:
This emdr record is a duplicate. It is no longer reportable to the FDA. The operating MFR report # is 9617229-2024-05918.